Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be fluctuating. In addition, it was reported that the insulin gauge was inaccurate across multiple cartridges. There was no impact to the customer's blood glucose level. Customer continued to use the same cartridge for insulin therapy.